Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with high pacing lead impedance via merlin.net. Transmission. No externalization was observed. Noise was noted prior to laser lead extractions. The lead was explanted and replaced. The patient was stable following procedure.